Manufacturer narrative:
(B)(4).

Event description:
It was reported the latest merlin transmission revealed ventricular blanking did not cover most the delayed signals resulting in crosstalk. It was recommended to either program the device settings or replace the system. The patient will continue to be followed. No further information is available.